Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the user experienced persistent hyperglycemia after a supply change while using the ilet system and self-administered 16 units of subcutaneous short-acting insulin via pen without disconnecting the pump. The user then remained off the pump for approximately 2.5 to 3 hours before planning to reconnect and replace the infusion site. Symptoms included fatigue associated with elevated blood glucose. Outcomes included continued blood glucose monitoring and self-care at home without escalation of care. Investigation activities included troubleshooting and education regarding avoidance of external insulin administration while connected to the pump and confirmation of appropriate reconnection timing. The user was advised to clarify insulin dose adjustments with their healthcare provider. The investigation revealed user-directed insulin management outside of recommended pump use, with no device alerts or alarms reported. Based on previously established findings for similar reports, the cause of the event was determined to be user technique and use error. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.